Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to check for alarms due to the blank display.

Event description:
The customer's daughter reported a blank display, as well as moisture inside the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.